Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited isolated spikes in the impedance measurements to greater than 2000 ohms for over two years. Boston scientific technical services (ts) was consulted and discussed varies reasons for this to occur. The physician originally intended to schedule the patient for a revision procedure due to a possible concern over a lead fracture, however he opted to continue to monitor the patient since there were no episodes with noise. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.